Event description:
It was reported that customer experienced ongoing occlusion alarms. Eventually causing the customer to go the the emergency room on (B)(6) 2026 with a blood glucose level of over 500 mg/dl and subsequent hospitalization. The customer was treated with intravenous fluids of saline and insulin which resolved the issue. The customer was released the next day, (B)(6) 2026 with no permanent damage. The customer continued to use the pump for insulin therapy with a backup plan if necessary.